Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional noted that x-rays taken in (B)(6) of 2017 and (B)(6) 2018 showed two screws were fractured. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Concomitant medical products: 00482701801 2.7 mm cortical screw self-tapping 18 mm length, 00482701601 2.7 mm cortical screw self-tapping 16 mm length, 00114705040 4.0mm cann scr 1/3thr 50mm lng, 00114708070 7.0mm can scr 16mmthr 80mm lg. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01829, 0001822565-2019-01830, 0001822565-2019-01831, 0001822565-2019-01832. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product not received.

Event description:
It was reported that the patient underwent right foot revision surgery due to implant failure. No additional patient consequences were reported.